Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Uno medical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 10-mar-2026 this MDR is being submitted as the initial report. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from tubing connector detached from infusion set (cannula part/base piece) to leak between tubing and pump connector/hub - detachment /significant wetness, which requires additional activities not included in the original investigation dated 18-dec-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10/mar/2026 against lot number 6000706 and similar malfunction codes: tubing detached from hub,leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing),leak between tubing and pump connector/hub - detachment /significant wetness the review confirmed that lot 6000574 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 10/mar/2026 against lot number criteria equal 6000706 and similar malfunction codes: tubing detached from hub, leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing), leak between tubing and pump connector/hub - detachment /significant wetness. The number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6000706 was manufactured according to work instruction (wi) version 104 and manufactured in inset 7 line on 24/may/2023 with a total of (B)(4) units. The sub-assembly: tube gluing: lot 3e03453 was manufactured according to the wi version 55 and assembled in the sc01 line, on 23-may-2023, with a total of (B)(4) units. Lot 3d03184 was manufactured according to the wi version 55 and assembled in the spot ciring sc01 on 25-may-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 18-dec-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6000706. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). CAPA determination: no CAPA required. Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment issue on (B)(6) 2023 as the infusion set tubing came off the clip. The infusion set was in use for nine hours. The patient replaced infusion sets and resumed insulin successfully. No further information is available.